Manufacturer narrative:
After receiving further updates, it was determined that the event occured due to an expired battery and there was no patient involved, making the complaint invalid. Hence no follow up report is necessary.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the batteries of cs100 intra-aortic balloon pump (iabp) displayed a low battery alarm after being in standby mode during an examination. This occurred without any patient involvement, indicating the battery could not maintain adequate charge during idle time. The customer concluded that the spare battery needs replacement to prevent similar alarms.